Event description:
The end-user was burned while receiving treatment from an electrotherapy device. The end-user had initially contacted their distributor to complaint about the electrodes. The clinic initially reported and complained (to (B)(4)) about poor electrode quality, stating a patient had been burned while using them - during their report, it was learned that the end-user was also using a (B)(4) electrotherapy device. The office manager (of the clinic) had stated that this patient had been treated approximately 10 times previously without any issues. On (B)(6) 2017, the patient was treated by his physical therapist - four electrodes were placed on the patient's left cervical, right cervical, left cervicothoracic and right cervicothoracic region(s) for 15 minutes, confirming not directly on the bone. Amplitude was 5-15 hz continuous with 100% scan. During therapy, the patient told the physical therapist he was feeling some burning/shocking. The physical therapist lowered the device in intensity, and the patient agreed the lower intensity felt better. Upon removal of the electrodes, the physical therapist noticed a red, rashy area. He did not mention this to the patient. However, the patient returned approximately 30-45 minutes later, stating the area of treatment was really hurting, and asked that it be looked at. The office manager viewed the area and, in her words, it appeared "scorched." He was seen by a doctor - his statement follows: "patient had redness on the right trap. There is a scab formation and red blistering along the pad placement site. Patient said he felt stinging and shocking at the area of placement. I explained to the patient the importance of keeping the area clean and disinfected. I placed neomycin on the area of the involvement, and placed a sterile gauze pad over it. He is to see another doctor friday morning or appoint sooner if the condition worsens." This doctor states he had been in business for 23+ years, and has never had a patient burned. Per the office manager, in hindsight, they feel the electrodes "look different." The difference they noted is that what they ordered (from another supplier) had only one wire into the electrodes, whereas what they received had 3, which is (B)(4) typical tree branch type electrode. The device involved in this event was returned to (B)(4) for further evaluation on 3/7/2017. (B)(4) was unable to confirm the initial complaint - the device was tested for product performance, and determined to fall within the manufacturer's specifications, as define in the product's user manual; no defect or surge was detected. The electrodes sent back indicated to be used during the event - they were in a heavily-used condition; hair was present on the adhesive and had poor contact on the clear plastic film.